Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a eddy tip broke during use. Outcome is unknown as of this MDR. Additional information has been requested.

Manufacturer narrative:
Investigation results: involved product that broke during use was not returned for investigation. Ten(10) unused tips of claimed lot had been returned and were evaluated by attached safety and mechanical test. No failure was found. DHR is without fault. Root cause is unknown.